Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue occurred. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting up fully. Upon functional test fse found system was stuck and computers are not synced with the host pc. Fse corrected the same and rebooted and system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that device was not communicating, would not fully boot up, and takes five minutes to shut down. Further, the device was displaying a message stating the device would restart. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.